Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the loss of resistance (lor) syringe from the eda maxipack has a defect. The reporter noted that it was not possible to aspirate the sodium chloride solution with the needle. They tried to do it from a bowl, and it worked, but slowly. When they inserted the tuohy needle and tried to use the lor syringe, sodium chloride solution leaked from the back. They immediately decided to open a new lor syringe. The event occurred in the maternity ward. The incident was reported via medcontrolarende mtp-003563. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-11422 for details pertinent to this event.